Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure, connection problem, and low impedance were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information noted the leadless pacemaker's pacing impedance failed to rise after fixation which resulted in the repositioning. There were no patient consequences.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor current of injury and impedance problems which required repositioning. A suitable position was found but the lp failed to release from the delivery catheter and was unable to re-dock. A different lp was used to complete the procedure. There were no patient consequences.